Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. The 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter received with no original packaging. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a longitudinal balloon tear 19mm long. The shaft was twisted at the exit notch. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. The 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.